Manufacturer narrative:
A product development investigation was performed. It was reported that a rod bender with silicone handles (03.632.017 lot 6596158) was difficult to adjust during a t3-t11 posterior fusion procedure. The adjustment knob unthreaded and did not snap into place at each selection. The procedure was able to be completed with the device without surgical delay or patient harm. The returned device was examined and the complaint condition was able to be confirmed as the adjustment knob did not function as intended. When turned, the knob unthreaded from the device and was able to be disassembled. Upon disassembly it was noted that the ball bearing which interacts with the detents on the instrument body was missing, this would keep the adjustment knob from locking into place at each setting: small, medium and large. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No definitive root cause was able to be determined however the failure mode is likely associated with attempted disassembly during sterile processing leading to missing parts. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture/release to warehouse dates: jun 8, 2011, june 30, 2011, and july 19, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during a t3-11 posterior fusion case using expedium 5.5, the matrix rod bender with silicone handles (french bender) middle knob kept unthreading. After bending most of the rod, the surgeon wanted to adjust the curvature setting on the french bender and was unable to do this because the middle knob kept unthreading while holding the 5.5mm cobalt chrome expedium rod. It didn't snap into place in each small, medium and large bend sections. The surgeon was able to make it work despite the malfunction and was able to bend the rod to satisfaction. There was no surgical delay or patient harm. The procedure was completed successfully. The patient¿s postsurgical outcome was reported as good. Concomitant devices reported: 5.5mm cobalt chrome expedium rod (part # unknown, lot # unknown, quantity # 1) this report is 1 of 1 for (B)(4).